Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was observed in the battery compartment. Patient stated that the battery cap was not damaged, there was no trauma to the pump and no evidence of moisture corrosion in the pump. Patient was able to secure the battery cap onto the pump and there was no power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked from the threads to the case seal. The pump powered up and functioned properly. No other defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.